Event description:
In 2006, the patient was treated for a descending infrarenal aortic aneurysm with the gore tag thoracic endoprosthesis. The device was deployed, however, the device moved approximately 20cm distally, 30-60 seconds post deployment partially covering the celiac vessel. According to the physician, it is unknown as to why the device moved. Proper over sizing was accounted for. The tg2810 was left in place and a tg3110 was placed in the intended area without movement. The patient tolerated the procedure. Films have been sent to flagstaff and a conference call with the physicians is being scheduled.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.